Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The sensor interface board was replaced, and the unit was returned to service.

Event description:
The ge healthcare service representative reported the unit alarmed 'manifold pressure sensor failure' during planned maintenance. Mechanical ventilation was lost. There was no report of patient involvement.